Event description:
During the procedure, the tip of the catheter was noted to be fractured via fluoroscopy. The catheter was removed and replaced to continue the procedure with no consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. A fracture in the catheter tip was noted 0.6¿ proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.